Event description:
A report was received that the patient had an increased pain as well as leg numbness and leg weakness. The extreme numbness caused him to fall at times. The patient also reported that the device was causing irritation. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had an increased pain as well as leg numbness and leg weakness. The extreme numbness caused him to fall at times. The patient also reported that the device was causing irritation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an increased pain and discomfort as he started wearing low rise jeans that were causing the belt line to rub against the ipg site. Moreover, the leg numbness and leg weakness were not caused by the device. The patient underwent an explant procedure and did well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.